Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected corrected: g3 initial notification date; b3 event date; updated: h2.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned; visual and dimensional evaluations could not be performed. Photograph provided confirms that the tip of the hex drive is fractured. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an arcos case. When it was time to remove the cone body from the trail stem, using the 3.5mm hex screw driver. The screw driver¿s front end completely broke off making the screw driver unusable. Attempts have been made and additional information on the reported event is unavailable at this time.